Event description:
A 73-year-old female patient underwent lhc (left heart catheterization) on (B)(6) 2026 demonstrating lm 50% prox stenosis to lad (left anterior descending artery) with luminal irregularities. Heavily calcified cx with 99% ostial lesion. Pt underwent an attempt at pci, which was unsuccessful due to heavy calcification of the vessel. Decision to treat with orbital arthrectomy to debulk lesion and stent with 3.5x12mm stent. Procedure was successful with an outcome of 0% residual and timi (thrombolysis in myocardial infarction) 3 flow to vessel. At completion of the stenting procedure, it was found that a portion of the wire was retained in the vessel. Patient initially remained hemodynamically stable. Event disclosed to patient and family with plans to move to ICU and eventually CT surgery. Patient subsequently decompensated and went into pea (pulseless electrical activity) at 1238. Code blue called and pt. Rapidly intubated, and impella perfusion pump placed. Fluoro imaging demonstrated micro-perforation and a small pericardial effusion due to wire fracture. Patient underwent successful bypass surgery to lad and circ/om. Wire fragment successfully retrieved during surgery and sent to pathology.